Event description:
Patient reported wearing the pod on the abdomen for longer than 48 hours. After pod removal, an area of redness and swelling developed on the abdomen and worsened overnight, increasing to larger than golf ball size. Additional symptoms included tenderness, warmth to touch and presence of pus. Medical attention was sought for a few hours, and patient was discharged the same day. The diagnosis was cellulitis. Patient underwent computed tomography imaging and treatment included incision and drainage, antibiotics and dressing changes. Patient is currently off the pod and has not resumed insulin therapy.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. We are unable to determine if any product condition could have contributed to customer's cellulitis.